Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, justification for no UDI: this device was manufactured before the UDI requirements. Evaluation results: the device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a resistor on the analog board. The analog board will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been completed. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for the return of suspect device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "paddle fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.